Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the upper buttocks. The cgm reading was 80 mg/dl and reportedly went low (there were no reading specified). The bg was not checked at the time. The patient passed out. The patient presented to the emergency department (ed) accompanied by a coworker. The patient could no longer remember the medication provided in the ed since he passed out. He was provided juice by hospital staff and the sensor was removed. He was discharged after a couple of hours. Of note, the patient uses a tandem pump. At the time of the report, the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.